Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump using the provided pump reset information, and the malfunction code did not recur after the reset. Although the customer may continue using the pump, technical support decided to replace the device due to a previous malfunction that occurred last may.